Manufacturer narrative:
Occupation is lay user/patient. The customer¿s provided two vials of test strips for investigation where they were tested on a reference meter with a high level control sample. Testing results (qc range = 2.6 - 3.2 inr): qc 1: 2.9 inr, 2.8 inr, qc 2: 2.8 inr, 2.8 inr, qc 3: 2.8 inr, 2.8 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the laboratory at 9:30 a.m. Was 3.1 inr. The result from the meter at 9:55 a.m. Was 2.3 inr. The customer¿s therapeutic range is 3.0-3.5 inr.